Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced with an epicardial lead due to patient anatomy. The patient's condition was good post procedure.